Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the objective lens cleaning function¿ 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. 1. Keep the air / water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair inspection confirmed the customer reported issue, the bending angulation is insufficient due to an elongated angle wire. Also, foreign object was identified inside the air/water nozzle at the distal end of the scope. Additionally, the inspection noted the following: the angulation control knob play is out of standard specifications due to a stretched angle wire, portion of the bending section adhesive is missing, the threading of the bending section cover adhesive is exposed, the adhesive of the bending section cover is discolored, a portion of the adhesive on the distal objective lens is missing, the insertion tube is discolored, there are wrinkles on the insertion tube, the control body is discolored, and the scope connector label is peeling off. There are cosmetic scratches on the bending section cover, the insertion tube, the control body, on the distal tip cover, the insertion tube protective boot cover, switch #1, the switch box, on the logo (scope cover), up/down and the right/left angulation control knobs, the up/down and right/left free engage levers, the biopsy port, the universal cord, on the logo (scope cover), on the scope connector, on the video connector boot cover, scope connector cover, the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer evis lucera elite gastrointestinal videoscope was returned to the olympus repair center for a reported ¿bad up/down angulation¿. During the repair inspection, a foreign object was identified inside the air/water nozzle at the distal end of the scope. This report is being submitted to capture the foreign object inside the air/water nozzle. No death, injury or harm was reported to olympus.